Manufacturer narrative:
Based on the supplier investigation, the device history record for lot# 20190517-23-sh was manufactured on 24th may 2019. No exception was recorded in the device history record that could lead to the reported incident. The average linting data is 0.162g / 10 pieces. No sample was available for investigation. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process the suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10 pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, there is no abnormal situation that has occurred in production. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but supplier will continue to monitor the trend of this type of incident.

Event description:
The customer reported to cardinal health that during a pediatric cardiac catheterization, lint from the blue or towels pwtb04-stm from the cardiac catheterization pack/ scvocctsrg was found on the wires and in the saline bowl. There was no injury to the patient and no impact post-procedure. No patient demographics or event date were provided after attempts to obtain.